Manufacturer narrative:
The defendo y-opsy irrigator is intended to enable simultaneous irrigation and instrumentation in the endoscope's biopsy channel on olympus and fujinon gi endoscopes. In this case a pediatric scope was used in combination of the y-opsy valve and endogators tubing 200230. After the procedure was performed, while the tech was removing the tubing and defendo valve, they noticed that blood had passed the luer lock port area of the tubing. Per phone conversation with the sales rep, who is in regular contact with this customer, stated that this facility receives in-services done every 6 months. She stated this is a competent site and this is the first report of an incident like this from the facility. It is believed that the potential contamination was recognized immediately. The suspect parts 100303 biopsy valve and 200230 endogater tubing were thrown away and were not used for subsequent procedures.

Event description:
Gastroscopy was performed using a pediatric scope and the scope didn't have an auxilliary water jet port connection for flushing. The y-opsy connector (100303) was used to connect the irrigation to the biopsy port connection to irrigate the scope. After the case, the tech removed the tubing (200230) and y-opsy port and noticed blood around th luer lock and in the tubing itself.